Event description:
It was reported by a company operations manager that on (B)(6) 2011 the fiber snapped and bent approximately 5mm from the tip of the fiber. The fiber was in use when the event occurred. It was not reported if energy was emitted through the blue sheath of the fiber. No patient injury was reported.

Manufacturer narrative:
Additional information reported by the company operations manager was the fiber will not be returned for analysis.